Event description:
In 2006, this pt underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A successful reintervention took place in 2007 to correct a proximal type I endoleak using an additional device.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.